Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced a high blood glucose of 600 mg/dl and 250 mg/dl. The customer's blood glucose at the time of the event was not reported. No treatment was indicated for the high blood glucose event. The customer's spouse reported that they were having difficulty with using their sensors. The customer's spouse declined troubleshooting for the high blood glucose event and the sensors. The device will not be returned for analysis.